Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 maxcore disposable biopsy instrument allegedly experienced misassembled component. This information was received from one source. This malfunction did not involve patient.